Event description:
A customer contacted global technical services (gts) regarding the catheter tubing connected to the transfer set which pulled apart on the homechoice (hc) unit during dwell 1/4. The home patient (hp) stated he had accidently pulled the tubing apart from the transfer set. The hp stated he was in dwell 1/4 but then quickly reconnected the patient line and clamped off the line connected to him. The hp stated he then called his nurse (rn) and there was no answer so he called baxter. Gts began assisting the hp to end therapy from dwell 1/4. The hp stated the rn then called and he elected to hang up to talk to his peritoneal dialysis nurse (pdrn). Product surveillance contacted the patient's nurse on (B)(6) 2010 who stated the transfer set disconnected. She was not sure how many days the transfer set had been used; however, this was a fairly new patient and the nurse stated the patient had only been using peritoneal dialysis approximately 2 months. The nurse reported the patient used a titanium catheter adapter but the brand was unknown. The nurse stated she was not aware of any assistive devices used with the initial connection nor was she aware of any connection/disconnection difficulties. The nurse stated she was not aware of anything that would have caused the connection to become unsecure as this event occurred in the middle of the night while the patient was in bed. The lot number is unknown and the sample was discarded. The patient was treated with antibiotics and was doing okay. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded.